Event description:
The lay user/patient contacted lifescan (lfs) france on march 18, 2006 and alleged that his one touch profile meter would not power on. The patient reported that on march 18, 2006 after breakfast at 9:00 am, he fainted "because his meter would not turn on even with a new battery". Prior to having breakfast, the patient took his oral medications (glucophage, diamicron, acots,cosar,depacine, and casodec). It is not known if the patient was experiencing any symptoms before having breakfast. Prior to fainting, he started to shake and was unable to walk out of his home. His wife called the emergency services. The patient was unable to provide the result of the ems meter. The hospital meter result was "more than 300 mg/dl". He was not given any treatment by the ems, but it is unclear if he received any treatment at the hospital. At the time of troubleshooting, it was verified that this was not a new product. The patient was asked to press the power button, but the meter would not turn on. The battery was checked and it was correctly installed. The condition of the battery contacts was also good. Although it would be helpful to know if the patient had attempted to test on the meter prior to and during the time he had experienced the symptoms, this complaint is reported because the power issue was unresolved with troubleshooting and the patient experienced symptoms with a result of more than 300 mg/dl on the hospital meter.